Event description:
Pump showing occlusion and could not be started although changed syringe, tubing, and flushed hep lock. Pump started to work after shut down and restarted. When changed the syringe in the morning and started pump, the pump did not stop and continued to infuse. It was not programmed for priming or basal infusion. Stopped pump. Hydromorphone 10 mg/50 cc syringe showed 47 cc left. Less than 3 cc infused = 0.6 mg which was one time q12 minutes dose. Patient unable to feel any dilaudid going to her body. Vital signs stable. Changed pump.